Manufacturer narrative:
Patient identifier - (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was performing a diagnostic cardiac catheterization when the sheath kinked at the proximal end near the hub. The doctor chose to complete the case with the 4/5 slender and did not need to intervene on the patient. The patient was reported to be stable. The procedure outcome was successful. Used the same gss to complete the diagnostic case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the correct device returned date and to provide the completed investigation results. In the initial report it was reported that the device was returned 9/14/2018, however the device was actually returned on 9/26/2018. One 6fr glidesheath slender was received for product evaluation. No other components were received with the sheath. Visual inspection revealed that there was one notable kink present adjacent to the hub of the sheath. In the same area, there was damage indicative of torsional force since the deformation followed a spiral pattern . There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely the applied twisting motion to the sheath hub caused the reported event. However, the exact cause of the reported event cannot be definitively determined.